Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was use related due to improper technique.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella dislocated completely into the aorta and it was not possible to put it back in the ventricle. The physician had to pull the device out and changed to a new device. There was no patient harm.